Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy on a patient. The arctic sun device was alarming the reservoir was empty. They were trying to fill the device, but it was not taking up any water. Confirmed fill tube was connected to the correct fill port. Nurse stated that the pads are connected, they had tried it with and without the pads connected. Had nurse disconnect the pads and try filling reservoir. Device still not taking up water, nurse could not hear the device running like it was trying to fill. Had nurse try removing the fluid delivery line (fdl) to see if they were able to feel the suction, but nurse unable to get fluid delivery line (fdl) off. Informed nurse to send this device to biomed for evaluation and switch to another device. Per follow up information received via task on 28may2025, spoke with biomed who confirmed they replaced the fdl, and the device worked without issue. They did not inspect it, but there might have been a minor hole in the tube causing air to enter. The fdl had been disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy on a patient. The arctic sun device was alarming the reservoir was empty. They were trying to fill the device, but it was not taking up any water. Confirmed fill tube was connected to the correct fill port. Nurse stated that the pads are connected, they had tried it with and without the pads connected. Had nurse disconnect the pads and try filling reservoir. Device still not taking up water, nurse could not hear the device running like it was trying to fill. Had nurse try removing the fluid delivery line (fdl) to see if they were able to feel the suction, but nurse unable to get fluid delivery line (fdl) off. Informed nurse to send this device to biomed for evaluation and switch to another device.

Event description:
It was reported that the nurse stated that they were trying to start therapy on a patient. The arctic sun device was alarming the reservoir was empty. They were trying to fill the device, but it was not taking up any water. Confirmed fill tube was connected to the correct fill port. Nurse stated that the pads are connected, they had tried it with and without the pads connected. Had nurse disconnect the pads and try filling reservoir. Device still not taking up water, nurse could not hear the device running like it was trying to fill. Had nurse try removing the fluid delivery line (fdl) to see if they were able to feel the suction, but nurse unable to get fluid delivery line (fdl) off. Informed nurse to send this device to biomed for evaluation and switch to another device. Per follow up information received via task on 28may2025, spoke with biomed who confirmed they replaced the fdl, and the device worked without issue. They did not inspect it, but there might have been a minor hole in the tube causing air to enter. The fdl had been disposed of.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed fluid delivery line. Confirmed fill tube was connected to the correct fill port. Nurse stated that the pads are connected, they had tried it with and without the pads connected. Had nurse disconnect the pads and try filling reservoir. Device still not taking up water, nurse could not hear the device running like it was trying to fill. Had nurse try removing the fluid delivery line (fdl) to see if they were able to feel the suction, but nurse unable to get fluid delivery line (fdl) off. Informed nurse to send this device to biomed for evaluation and switch to another device. Per follow up information received via task on 28may2025, spoke with biomed who confirmed they replaced the fdl, and the device worked without issue. They did not inspect it, but there might have been a minor hole in the tube causing air to enter. The fdl had been disposed of. The lot number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. Corrections: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.